Event description:
The customer reported that their 4c es low level control was found to be leaking from hole in the cap after removing the product from the refrigerator. The customer stated the vial was pierced 14 times over seven days before the leak occurred. The root cause is unknown. A courtesy replacement was sent to the customer. Per msds labeling (4c- es cell control pn (B)(4)): this product should be handled as though capable of transmitting infectious disease. Universal precautions should be followed when using this product.

Manufacturer narrative:
(B)(4).